Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient underwent following procedures: c3-c7 laminectomy and c3-t1 posterior spinal fusion with instrumentation and bone morphogenic protein (bmp). On (B)(6) 2008: patient presented for a follow-up visit 3 weeks status post surgery. Assessment: three week status post posterior cervical laminectomy and fusion with instrumentation and bmp. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.